Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), restricted thick and thin leaflets for a mitraclip procedure. During the procedure, first mitraclip was implanted successfully at anterior and posterior leaflet 2(a2p2). During deployment sequence of second mitraclip, the gripper of second clip got stuck with posterior leaflet. Troubleshooting was performed. Troubleshooting steps lead to single leaflet device attachment(slda) of first mitraclip from the posterior leaflet. Second mitraclip was successfully implanted at central a2p2 to further reduce the mr to grade 1 post procedure. There was no clinically significant delay.